Manufacturer narrative:
The technician found the head section is all the way down and won't go up from either siderail electrically or manually. He isolated the issue to a stuck head up valve. He replaced the head up valve to repair the bed.

Event description:
Info rec'd indicates the head section will not go up.